Event description:
It was reported that when charging the implantable neurostimulator (ins), it does not stay charged for very long. Previously, the ins battery would hold a charge for about a week, but now it only lasts 1 to 2 days before the battery drains. The patient could not recall the exact date the issue started, as the patient mentioned they could sometimes lose track of charging events and timelines. The patient reported frequently charging the ins. The agent had the patient perform a reset on the controller by removing and reinserting the battery. The patient confirmed with the agent that there was no visible damage to the recharger cord, recharger pins, or controller pins. The patient cleaned the connections by wiping the recharger pins and blowing air into the controller port. The patient then connected the recharger telemetry module (rtm) and attempted to recharge the ins. The patient confirmed the controller battery level was at 80% and the ins battery was empty, with an excellent connection, patient reported that they charged the ins a few days ago. The agent reviewed the controller light indicators. After a few minutes of charging, the patient reported seeing only a red triangle indicator, with no ins battery percentage displayed. The agent sent a request to repair for a replacement recharger. Recharger replacement was recommended due to inconsistent charging behavior, absence of ins battery percentage during charging, and red triangle indicator despite good connection. The patient will monitor the issue once the replacement recharger was received and will call patient services if the issue persists.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.